Event description:
Major pump unit(s) involved: blood pump; device thrombosisspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: blood pump; device thrombosis. Additional text: cath showed little to no flow through pump; cath showed little to no flow through pump. Specific component(s) involved: other component malfunction, specify. Additional text: other component: blood pump. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump; other interventions, specify. Other intervention : thrombolysis directly into pump. Implant device type: lvad.